Event description:
We received a shipment of the following microtainers: bd microtainer z (no additive tubes), bd microtainer tubes with k2e (k2edta), bd microtainer sst, bd microtainer pst tubes with lh. On our old shipments - ref #365963; 365973; 365967; 365985.there were expiration dates on the tubes. With the new shipment there are no expiration dates on the tubes.device #1is this a laboratory device or laboratory test?yes.